Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical assessment refuted device migration and concluded there was a malposition of the suprarenal cuff. Additionally the clinical evaluation found atrophy of the right kidney, right renal artery stenosis from the stent fabric placement of a stent in the left renal artery. The most likely cause of the device encroachment was user-error; the fabric of the suprarenal cuff appeared to be placed above the renal ostia during the implant procedure. There was no evidence migration. The devices remain implanted in the patient and were not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension. On (B)(6) 2017 it was reported the patient had a renal artery occlusion due to possible stent movement. A secondary intervention has not been reported. There have been no additional adverse events reported for this patient. The current patient status is unknown.